Manufacturer narrative:
Additional information has been requested and if received, will be provided in the supplemental report.

Event description:
The patient contracted an infection with a reverse shoulder prosthesis in. When trying to remove the hardware there were signs of metallosis. Through all known methods of removal techniques and tools, the flex tray could not separate from the flex stem. The surgeon believes they are cold welded together.

Manufacturer narrative:
Correction: h6 (device and component code). The reported event could not be confirmed since the device was not returned for evaluation and no other evidence were provided. A device inspection was not possible since the affected device was not returned. A review of the device history was not possible because the lot number was not communicated. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. Indications of material, manufacturing, or design related problems were unable to be identified as the catalog number and lot number were not communicated. More detailed information about the complaint event as well as the affected device must be available in order to determine the root cause of the complaint event. If the device is returned or if any additional information is provided, the investigation will be reassessed.

Event description:
The patient contracted an infection with a reverse shoulder prosthesis in. When trying to remove the hardware there were signs of metalosis. Through all known methods of removal techniques and tools, the flex tray could not separate from the flex stem. The surgeon believes they are cold welded together.